Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Healthcare provider later confirmed the device was deflated. The device has been explanted.

Event description:
Healthcare provider reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Additional, changed, and/or corrected data.